Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not receiving any air supply from the compressor. There was no patient involvement at the time of the reported incident. A non-medtronic/covidien service provider inspected the device and identified a faulty oxygen sensor. Medtronic/covidien was not authorized to repair the device.